Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive and the user was unable to unlock or interact with any icons despite a guided restart via the ilet mobile app; the user also observed a chip on the screen. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instructions provided for shutdown, data sync via the mobile app prior to return, continued cgm use with dexcom, and notification that data would not transfer to the replacement. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed a touchscreen failure consistent with a damaged display component, with the visible chip correlating to loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the touchscreen leading to functional failure.